Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 22 events were reported for this quarter. Product return status: 22 devices were received for evaluation. Evaluation status: 22 events were confirmed during testing. 22 devices were found to be affected by missing paint chips. Additional information: 22 devices are not labeled for single-use. 22 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device had paint chips missing. 22 events had no patient involvement; no patient impact.